Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump battery life did not meet the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/04/2014 with the following findings: a review of the pump¿s black box history showed no evidence of short battery life; however, there were multiple replace battery alarms recorded on (B)(6) 2014. Visual inspection revealed that there was moisture behind the display lens. The battery compartment was intact. The returned battery cap was able to be fully secured to the pump and was used to complete all testing. During testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. The keypad was found to be unresponsive. The pump case was removed and evidence of moisture contamination was found throughout the inside of the pump. That short battery life issue was not able to be adequately investigated due to the unresponsive keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.